Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, heavy calcification, and 99% stenosis, a 1.2x6 mini trek dilatation catheter was advanced without resistance for pre-dilatation and inflated; however, the balloon ruptured on the first inflation at 9 atmospheres. The mini trek was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used for further dilatation. Reportedly, the mini trek dilatation catheter was not soaked in heparinized normal saline prior to use as indicated in the instructions for use. A non-abbott stent was implanted to treat the target lesion and a non-abbott dilatation catheter was used for post dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use (IFU) states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. If any resistance is felt during preparation, discontinue the use of the balloon and replace it with another balloon. In this case, it could not be determined if failing to soak the balloon contributed to the material rupture.